Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in two pieces with the helix extended and clogged with blood/ tissue. The full helix extension length was measured with specification. No lead anomalies were found except for procedural damage. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a follow-up experiencing discomfort. Chest x-ray revealed that the patient's right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.